Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 1,000 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include vomiting and nausea. The patient removed the pod and was taken to the hospital by ambulance. Once at the hospital, the patient was treated with intravenous insulin. The patient was discharged from the hospital the following morning.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.0.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.